Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical facility visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a medical facility to receive treatment, but disconnected, before any information could be obtained. The patient did mention they were using the pod for steroid administration. The pod was worn around 24 hours on the arm and was removed. No further details on if any medical treatment was rendered.